Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. The patient expired after 69.5 hours of impella support. The cause of death was determined to be cerebral hemorrhage due to cerebral infarction. The relationship between the impella and the cerebral hemorrhage is unknown, therefor the relationship between the cause of death and the impella is unknown.

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. Since enough clinical information was not provided, the true root cause of the stroke/cva could not be determined.